Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier tube. System operates as intended.

Event description:
The customer reported the system cannot be turned on and off. No pt injury was reported.